Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the patient was not harmed and the surgery was completed successfully with a spare device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 18 of 18 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive devices did not work with the new battery devices. It was noted that the battery devices did not show any charge after the charging process with the universal battery charger devices. The reporter indicated that they were unable to determine the reason for the issue or which devices were causing the issue. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The initial medwatch stated the date of manufacture was unknown, the date of manufacture is mar 9, 2012. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This supplement 2 was inadvertently marked in error and submitted as supplement 3 and supplement 3 was inadvertently marked in error and submitted as supplement 4. Resending supplemental information with correct follow up report number. Additional narrative: the serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.